Event description:
Attempt to deliver the express stent into the mid. Right coronary artery, but was unsuccessful. During attempts to withdraw the stent back into the guide, the stent was stripped off the balloon. It could clearly be seen on the coronary guidewire within the aorta. Dr was unsuccessful in snaring the stent. During this maneuver the coronary guidewire prolapsed into the aorta, and the stent was presumed to have embolized into the systemic circulation. The guide was removed and flushed to confirm that the stent was not present within it or on the guidewire. Intravascular ultrasound confirmed that the stent was not within the rca. The pt had no complaints of discomfort.